Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on cpu board were evaluated and cleaned. The bios settings were reloaded. The system was tested and found to be working as intended and returned to service.